Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke in the middle. Harvester didn't notice anything different. Nothing was left in patient. A new device was opened to complete the procedure. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/21/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact with no visual defects observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed.specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.the lot # 3000405184 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke in the middle. Harvester didn't notice anything different. Nothing was fell into or was left in patient. A new device was opened to complete the procedure. There was no delay other than to change out device. There was no patient harm.